Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, yellow particles, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified a curved(striated) opening on anterior side assessed as surgical damage and partial delamination of diaphragm flange disk assessed as adhesive failure. Based on the device analysis, the final assessment is a curved(striated) opening assessed as surgical damage.

Event description:
Health professional reported right side deflation. Device was explanted.